Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 160 mg/dl. The customer reported the drive support cap is sticking out. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer stated the motor error will not clear. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 160 mg/dl. Customer stated she is getting a motor error and will not clear. The customer stated the pump was not dropped or bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with motor corroded home switch. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The displacement functioned properly. All of the buttons are functioning properly and no damage was found on the keypad assembly noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip.